Manufacturer narrative:
The following field has been corrected: unique identifier (UDI) #: (B)(4). Investigation summary: the affected device was received for evaluation. No abnormalities related to the reported event were confirmed on the product's appearance. After visual inspection, functional testing was performed. The relief valve audible alarm did not sound, confirming the customer's indicated failure. The root cause was the faulty relief valve audible alarm component, which was replaced. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the power alarm did not go off prior to patient use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.